Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the device associated with this report was received for examination. After physical review of the part, there were observed several circular scratching on the broach post and engaging surface. It was not performed a functional test since mating device was not returned, unavailability to assemble condition with calcar planner was not possible to be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Event description:
It was reported as "surgeon could not use the calcar planer over the trial broach."